Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup impactor handle broke during surgery. The silver knob at the base of the handle broke off during mallet blows. No surgical delay.